Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the devices, and the reported problem could not be confirmed or duplicated. The devices were tested and found to meet all performance specifications, including temperature assessment, and no problems were noted. If additional information becomes available, a supplemental report will be submitted.

Event description:
Report received from USA stating that the device was overheating. The device was being used during operation. There was no injury reported. It is unknown if delay or medical intervention occurred. There is no additional information available.